Event description:
It was further reported that the patient did not experience a disability.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced palpitations and atrial fibrillation (af) with rapid ventricular response. It was also reported that the right atrial (ra) lead exhibited a high undefined impedance warning, a polarity switch, possible non-capture, high thresholds and intermittent undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) events at times. It was noted that there was a suspected ra lead fracture. It was also reported that the right ventricular (rv) lead exhibited no capture, intermittent undersensing and high thresholds. The ra and rv leads were removed and replaced. It was noted that the patient experienced a disability. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg, implanted on: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.